Event description:
A malfunction occurred, reported by the distributor rubin medical as in norway, with the malfunction code 16-0x20e6. There was no confirmed impact to the customer's blood glucose level, and the customer declined to share specific blood glucose information or backup therapy details. The customer had already attempted to reset the pump, and a replacement pump was sent, with instructions provided for returning the malfunctioning pump to tandem within ten days using a prepaid label and return box.